Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Product requested, not yet received.

Event description:
Patient underwent a left knee revision procedure approximately three months post-implantation due to locking bar loosening. The locking bar was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Dimensional evaluation found component to be within appropriate design specification and there was no evidence of product nonconformance. During the evaluation, scratches were noted on one side of the device. The complaint could not be confirmed and a conclusive root cause could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.